Event description:
Reportable based on the device analysis completed on 6/18/2007. It was reported that during a coronary drug eluting stenting treatment procedure on the tortuous distal circumflex artery (cx) the physician attempted to place a taxus express2 drug eluting stent, but was unable to cross the lesion. The procedure was not completed due to the amount of time and dye used in the attempt to cross the lesion. There were no patient complications. However, the returned product analysis confirmed that there was stent damage.

Manufacturer narrative:
Device evaluation: following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the returned device revealed distal stent damage. Some of the distal stent struts were slightly flared outwardly. This type of damage is consistent with the device meeting some form of restriction during insertion. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There are a number of other complex factors effecting deliverability, for example, lesion type, pre-dilation, guidewire and guide catheter selection, user technique etc. All of these factors must also be considered when investigating a complaint of this nature. A review of the manufacturing records for this particular batch (8440499) found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.